Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box showed two no cartridge detected warnings recorded on the date of the reported event as well as two loss of prime warnings. On testing, the pump powered on with normal auditory and vibratory function. An ez-prime function was executed and the pump did not recognize the cartridge during the load step and pushed all the fluid out of the cartridge. The pump appropriately emitted a no cartridge detected warning. The force sensor was evaluated and noted to be out of specifications. The pump was opened for investigation and revealed damage and contamination of the force sensor assembly. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Recall # 2531779-03/24/2010-03-r.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump pushed out all the insulin during the load step. The patient reported receiving a "no cartridge detected" after all the insulin was dispensed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.